Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source, 2 patients experienced recurrence. Both cases occurred three years after the repair. 2 patients experienced chronic pain. The pain occurs from the start and does not respond to standard treatment, including infiltration. The 2nd case occurs 2 months after the procedure. 2 patients experienced seroma / hematoma. A hematoma in an anti-coagulated patient, resolved using drainage. An asymptomatic seroma resolved using a 20cc aspiration needle.